Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting leads into the pulse generator header was difficult. Silicone oil was used to insert the leads into the header and the pulse generator was implanted.